Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning. The patient and his physician were not able to inflate the device. He stated his surgeon has recommended a removal/replacement procedure of the device. The patient experienced pain. The device was explanted and replaced. No further patient complications reported.